Event description:
It was reported that bd facslyric¿ is carrying over patient samples which has the potential to result in an adverse event. The following information was provided by the initial reporter: "our lyric has spiked its carryover again."

Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported a complaint regarding high carry over. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 28oct2020 to date 28oct2021. Complaint trend: there are 6 complaints related to the issue of high carry over; date range from 28oct2020 to date 28oct2021. Manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was due to a blocked waste valve. The customer had initially reported that their instrument was exhibiting carryover despite cleaning the instrument with bleach. An fse (field service engineer) came onsite to assist the customer with the issue, and found that the sit was dripping. Upon inspection of the instrument, the fse found that the vacuum and pv9 were fine and suspected the issue was with the sit assembly. The replacement of the assembly did not fix the issue and the fse looked further to discover the restrictor and waste valve lines were partially blocked. After clearing both of these with warm water, the instrument was tested and functioning as expected. No parts were requested for evaluation as there were no parts replaced. Although the instrument was being used for clinical diagnoses, the results gathered during the incident were not used and no patient samples were affected. The results were captured prior to any diagnosis decision and was reported to bd as not expected. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4) install date: (B)(6) 2018 work order notes: subject / reported: lyric has spiked its carryover again problem description: our lyric has spiked its carryover again. I have run undiluted bleach several times as described yesterday. A carryover check after this clean was ok (<10 events), but when we did the carryover check this morning it was back up to 19 events. When you hold a dh2o tube on the sit during a sit flush it is draining the tube. Work performed: assessed system, found a drop to be forming on the end of the sit, checked vacuum, normal, checked pv9, fine, ascertained sit assembly to be leaking back on itself, will return to site with replacement sit assembly, returned with assembly, did not cure issue, restored original back to instrument, found restrictor and waste valve to be partially blocked, cleared both with warm water, tested with clients protocol, all fine, ran pq and abort rate check, all fine, system suitable for use. Cause: partially blocked waste port. Solution: as above. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # (B)(4), rev. 06/vers. Z, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes/no azure ID: 89169 ID: libivd-ra-61 2.1.6 reg status: ivd; ruo hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: wrong results by cross contamination. Risk control: design to ensure that there is no back drip. Automatic sit flush to minimize carryover between tubes req link (azure ID): 93132 libivd-did-262 sample preservation during pause implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-72p effectiveness verification: lsvn-1008-dr, libivd-se-15-72f probability: 1 severity: 3 risk index: 3 residual risk evaluation: a new hazards: none mitigation(s) sufficient yes/no root cause: based on the investigation results the root cause of the carryover was due to a blocked waste valve line. Conclusion: based on the investigation results the root cause of the carryover was due to a blocked waste valve line. The fse found that the restrictor and waste valve line was partially clogged and cleared them with warm water. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facslyric¿ is carrying over patient samples which has the potential to result in an adverse event. The following information was provided by the initial reporter: "our lyric has spiked its carryover again."